Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found broken during ligating the blood vessel. The broken clip was taken out of patient by the doctor and replaced with a new clip to complete the treatment. The patient's condition was reported as fine. This is the third time that a similar defect has occurred in this hospital.

Event description:
It was reported that the clip was found broken during ligating the blood vessel. The broken clip was taken out of patient by the doctor and replaced with a new clip to complete the treatment. The patient's condition was reported as fine. This is the third time that a similar defect has occurred in this hospital.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73f1800771 was manufactured on 07/2/2018 a total of 15,330 pieces. Lot was released on 07/06/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the cartridge was returned with no clips remaining. The clip applier was not returned. The sample appears used as there is biological material present on the cartridge. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned cartridge. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clip broken" was not confirmed based upon the sample received. One cartridge was returned, but no clips were remaining in the cartridge. Since no clips were returned, the reported complaint issue could not be confirmed , and a probable cause could not be determined.